Event description:
The customer notified ocd that multiple, negatively biased pt results were obtained as a result of vitros crea slides being processed as vitros glu slides on a vitros 950 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer identified the issue and no pt results were reported. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a vitros crea slide cart was incorrectly identified as a vitros glu slide cart in slide supply 2 on the vitros 950. The customer had been manually loading slide cartridges due to recurring slide supply 2 bar code read errors. A review of condition codes indicated that prior to the event, the slide supply 2 load door had been opened at an incorrect time. This is consistent with loading carts outside of the analyzer's cart loading software dialogue. Ocd field service investigated and replaced the slide supply 2 bar code reader, returning the vitros 950 to expected operation. The root cause of this event is user error.